Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information became available. The transmitter was returned for evaluation. The following were performed: external visual inspection, voltage test and pairing test with the nordic bluetooth device. The reported allegation was confirmed. The probable cause was a defective transmitter.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 05/02/2018, that on (B)(6) 2018, a loss of connection occurred. No product or data was provided for evaluation. Confirmation of the issue was undetermined. The probable cause could not be determined. No additional event or patient information is available.